Manufacturer narrative:
Carefusion file identification: (B)(4). Should any additional information received by the customer, it will be included in a supplemental medwatch report. (B)(4). The customer determined the most likely cause of the reported event was the main board component. The customer was shipped a replacement main board to repair the suspect device and return it to service. To date, the alleged faulty component has not been received by the carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; the unit displays vent inop (inoperable), motor fault, and circuit fault alarms. Troubleshooting was performed, and it was determined the turbine differential transducer calibration failed. The issue occurred during the routine checkup by the biomed. There is no patient involvement associated with the event.